Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and a fracture at collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #29 and was used for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. The reported was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and was removed.